Manufacturer narrative:
The reported event of unacceptable capture threshold was confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was overtorqued consistent with procedural damage. Electrical testing of the lead found an internal short due to the overtorqued inner coil in the connector region. The cause of the reported event was isolated to the overtorqued inner coil in the connector region which resulted in an internal short.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture thresholds. The ra lead was not used and replaced. Patient was stable throughout.